Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed error codes 1004 and 1007, and the device was operating in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis. Technical services discussed the error codes were for a shock into a shorted condition (1004) and charge time out (1007).

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory confirmed a shorted lead error (code 1004) was recorded on 15 june 2022 after a shock was attempted. The device battery status moved to end of life (eol) due to long charge times (code 1007). An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the subsequent high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Evidence indicates the associated rv lead was damaged and when this device attempted to deliver a shock through the lead, a short was detected. This device operated as designed in the presence of a shorted defibrillation lead.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed error codes 1004 and 1007, and the device was operating in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis. Technical services discussed the error codes were for a shock into a shorted condition (1004) and charge time out (1007).